Event description:
The distributor reported that, there was stain on the dressing. The product was not used by the patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
E1: complainant street address: (B)(6). Complainant city: (B)(6) . Complainant state/province:(B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 2b04101 was manufactured on 02/25/2022, in bodolay line, with a total of (B)(4) market units. Complaint investigator performed a batch record review on 05/jul/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1704768 and manufacturing order (B)(4) . No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there is a photograph associated with this case and in this, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: method: dirty carts to transport materials dirty trays. Method: mixers with residues from previous mixtures. Manpower: inadequate transfer of materials. Inadequate electrocuting lamp maintenance. Corrective and preventive actions: corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA) plan. The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.